Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one magnum instrument was returned to the service and repair site for evaluation. Functional testing was performed. The investigation was confirmed for failure to prime, as several components were noted with wear contributing to a priming issue. However, the investigation was unconfirmed for self-activation, as the reported event could not be reproduced. Per evaluation results, wear was noted to several components contributing to a priming issue. While a definitive root cause could not be determined based upon available information, the priming issue may have contributing to the reported issue. It was unknown if procedural and/or equipment maintenance issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: precautions: never test the instrument while the needle is installed in the instrument. This could result in needle damage and/or patient/user injury. Inspect the instrument for signs of deterioration or damage (cracking, blistering, separation of coating, pitting). Do not use if deterioration or damage is observed. Directions for use: magnum biopsy instrument preparation: energize (cock) the instrument by pulling back with full pressure on the white cocking slide twice until both sleds are fully engaged. Notice the status indicator is now red. Test the instrument by first moving the safety lever from "s" (safe) to "f" (fire, ready) then depress the trigger button to actuate the instrument. Warning: when the safety lever is in the "f" position, the instrument is ready to fire. Care should be taken not to inadvertently depress the trigger and fire the device. Biopsy procedure: positioning: introduce the needle with the unique spacer attached under imaging control through the incision until the needle point is proximal to the area to be biopsied. When the position is confirmed, attach the energized (cocked) bard magnum biopsy instrument. Taking care to maintain the needle orientation, align the holes on the needle hubs with the posts of the instrument carrier sleds. Partially close the cover to maintain the position of the needle hubs. Compress the ends of the spacer to release and remove. Close the cover. While maintaining the instrument position and needle orientation, move the safety lever from "s" (safe) to "f" (fire, ready). Depress the trigger button to cause both the stylet and cannula to automatically advance. Remove the instrument and needle from the patient.

Event description:
It was reported that during preparation for a breast biopsy, the device allegedly self activated while on the operating table. There was no patient contact.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The serial number of the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for a breast biopsy, the device allegedly self activated while on the operating table. There was no patient contact.